Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No noise anomaly noted. No cracks on lcd window or lcd glass noted. The pump was received with corroded motor home switch, cracked select button keypad overlay, cracked battery tube threads, cracked case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump made a funny noise and the screen shattered. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.